Event description:
It was reported that at 318,515 joules of use and 32:37 minutes, "fiber broke in the hands of the surgeon." "The operation was stopped after the incident and the surgeon injured - finger". "No other fiber use." Patient outcome: "no injury to patient" reported. There was no further information available.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-601a-(B)(4): the fiber was returned in 2 pieces; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the fiber is broken and detached 5 mm from control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.